Manufacturer narrative:
The device has not been returned to (B)(4) for evalution. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump reads error code 19. The user was instructed to return the pump to the provider and obtain a replacement. The total wait time resulted in the patient missing a dose of treatment. The initial reporter also stated that there were no untoward effects to the patient as a result of the therapy. (B)(4).